Event description:
During an orif left clavicle procedure, the tip of the depth gauge broke off in the patient. Approximately 15mm of the depth gauge broke off. The broken piece was inside the patients clavicle. The surgeon had to enlarge the hole and use a clamp to retrieve the piece. The surgeon did successfully retrieve the piece. The procedure was delayed by approximately 15 minutes.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was returned disassembled. The very tip of the needle (distal most approximately 2mm) has sheared off and was not returned for evaluation. The remaining needle/shaft is bent in multiple areas/directions. The material of the probe is extra hard 316ss, which is an appropriate material for an instrument of this type and is used on several other depth gauges. The returned device has no lot number so the age can not be determined, but implied that it is at least 10 years old prior to lot numbers being requirements on devices. The design was reviewed, is adequate for its intended use and did not contribute to this complaint condition. An exact cause for this complaint can not be determined.